Manufacturer narrative:
As reported, there was a problem on the sealant of a 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and the advancer tube remained inside the shuttle cartridge and sealant sleeve remained in its manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The procedural sheath was not returned for evaluation. No anomalies were observed. Per microscopic analysis, visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2013402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Based on the information provided and the investigation performed, the root cause of the tear was could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a problem on the sealant of a 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The device is expected to be returned for evaluation. According to product analysis, failure mode was due to balloon loss of pressure, not sealant.